Event description:
It was reported that the patient experienced recurrent insulin occlusion alerts associated with multiple inset infusion sets, with issues occurring across several lot numbers and resolving only after each supply change; the patient had been placing sets in the lower abdomen and was advised to try alternative insertion sites, and replacement infusion sets were provided along with troubleshooting and education. Customer care provided support that included collection of details on lot numbers, use history, and site placement, along with remote troubleshooting and user education. Investigation of this case revealed use-site factors as a plausible contributor, given resolution after set replacement and guidance to change insertion location; no device malfunction was confirmed for the infusion set component. No clinical symptoms associated with interruption of insulin delivery. Outcomes included the need for repeated infusion set changes without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was likely use-related factors at the insertion site.